Manufacturer narrative:
Insulin pump was received with moisture damage on the electronics. No button response due to corroded keypad traces. Insulin pump was received with cracked case at display window corners and minor scratched display window.

Event description:
The customer reported via phone call that she jumped into the pool with the insulin pump on. The insulin pump was no longer working. Fluid was under the lcd display and in the battery compartment. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.